Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that when trying to inflate the distal balloon during the procedure, the balloon would not stay inflated. He said that he continued to push contrast/saline into the balloon to try to inflate and it repeatedly deflated. Customer stated that the distal balloon would not stay inflated and that there was a hole in the distal balloon. Another trellis was used and they were able to successfully complete the case.